Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), medical device site infection ('infection (other) describe: per dr. Tubes were infected by essure') and genital haemorrhage ('abnormal bleeding (general),') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tubes" on (B)(6) 2013. The patient's medical history included cyst and fibroids. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals), cefixime (flexeril), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain lower"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 3 months 23 days after insertion of essure. In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), nausea ("nausea/ intense up after essure implant") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/intense during menstrual cycle after essure implanted"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced medical device site infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and cyst ("cysts/cysts got larger after essure") and was found to have uterine leiomyoma ("fibroids/fibroids got larger after essure"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device site infection, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, hot flush, night sweats, headache, cyst and uterine leiomyoma outcome was unknown, the abdominal pain, dyspareunia, vaginal discharge, migraine, nausea and fatigue had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, medical device site infection, menorrhagia, migraine, nausea, night sweats, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2013; (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there was spillage of the dye into my fallopian tubes. Tubes didn't collapse around essure coils. Pathology test - on (B)(6) 2014: final diagnosis: wire medical device, consistent with essure device (gross examination only). Gross description: bilateral fallopian tubes (with essure device) and consists of two non-designated fallopian tubes. There are four pieces of coiled wire. Gross photographs of the wire devices are taken.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Reporter information updated. Other relevant history updated. Outcome of events nausea, migraine, dyspareunia, fatigue, vaginal discharge were changed from "unknown" to "recovered/resolved." Events: vaginal discharge, menorrhagia, abdominal pain were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), salpingitis ("infection (other) describe: per dr. Tubes were infected by essure") and genital haemorrhage ("abnormal bleeding (general),") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) fallopian tubes" on (B)(6) 2013. Medical conditions: (B)(6) 2014- pathology report final diagnosis: wire medical device, consistent with essure device (gross examination only). Gross description: bilateral fallopian tubes (with essure device) and consists of two non-designated fallopian tubes. There are four pieces of coiled wire. Gross photographs of the wire devices are taken. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, hot flush, night sweats, headache, migraine, nausea, dyspareunia, fatigue, vaginal discharge, abdominal pain lower, cyst and uterine leiomyoma outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, nausea, night sweats, pelvic pain, salpingitis, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there was spillage of the dye into my fallopian tubes. Tubes didn't collapse around essure coils. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr received- new events hot flashes, night sweats, abnormal bleeding (general), infection (other) describe: per dr. Tubes were infected by essure, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, failure to occlude(close) fallopian tubes, vaginal discharge, abdominal pain lower, cysts, fibroids were added. Event injury were updated to pelvic pain. New reporters, patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.